Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a pump in 2015 and caused them a lot of pain in their life. It was noted the pump almost caused the patient their life.